Event description:
It was reported that a shaft break occurred. The in-stent restenosed target lesion was located in the left circumflex artery. Following lesion preparation, the 3.00 mm x 30.00 mm agent drug-coated balloon (dcb) was introduced. During the delivery process, resistance was encountered proximal to the lesion and the balloon shaft broke. The procedure was completed with a shorter agent dcb. There were no patient complications, and the patient was expected to fully recover.